Event description:
It was reported that after cleaning and sterilizing the monopolar cautery instrument, the insulation on the instrument was observed to be peeling off.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube insulation exhibited damage along the shaft. The insulation has a gouge mark and material is removed. Engineering concluded that the damage is likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.